Manufacturer narrative:
A photo of the explanted liner shows some slight rim damage to the liner. The devices were used in treatment. The patient underwent a bone scan which was negative, and x-rays were cited by the surgeon to reveal good prosthesis alignment, with no evidence of prosthesis loosening. A left hip MRI showed a very small left hip effusion, nonspecific mild edema in the superior left acetabulum which was likely stress related, and moderate contusion in the lateral aspect of the mid left gluteus maximus muscle. Primary operative notes were unremarkable. Revision operative notes state that both the femoral and acetabular components were rigidly fixed, and that the rim of the acetabular liner was undamaged. At 90 degrees of flexion, the hip was stable to about 35 degrees of internal rotation prior to soft tissue impingement. After removal of scar tissue and osteophytes, and revision of the acetabular liner and femoral head, the patient then had 55 degrees of internal rotation at 90 degrees of flexion. The devices were confirmed as compatible. No additional complaints have been received against any of the manufacturing lots. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and a possible loose acetabular component. However, during surgery it was discovered the shell was well fixed.